Manufacturer narrative:
The pump's cartridge instructions for use states to replace the cartridge every 48 hours is using humalog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had a blood glucose (bg) level of 303. The customer reverted to using insulin injections to address the high bg and to manage diabetes. The bg level had stabilized (89 mg/dl). The customer thought that the pump settings may need to be adjusted and was to consult with a healthcare provider (hcp). Reportedly, the customer had been using humalog in the cartridge for 4-5 days. Tandem technical support informed the customer that humalog was labeled for 48 hour use with the cartridge. The customer was also to discuss the type of insulin used with the hcp.